Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01403, 01404, 01405, 01406, 01407, 01408, 01410.

Event description:
Allegedly patients have come back with avn. Patient revised due to collapse of talar component. (B)(6), activity level medium, morphine allergy.

Manufacturer narrative:
The complaint was reviewed and analysis showed no trend for item/lot. X-rays were provided.